Event description:
The customer reportedly obtained a 400mg/dl and 190mg/dl on the accu-chek advantage system within a ten minutes timeframe. No reported symptoms. The customer dosed himself with insulin (unk type/dose) based on the 190mg/dl blood glucose result. The results of the treatment undisclosed. No adverse event reported. Return of suspected product was requested; replacement was sent.